Event description:
Report a case of embolization of the ivc filter to the right ventricle 7 days after filter placement. Peters et al inferior vena cava filter migration to the right ventricle causing nonsustained ventricular tachycardia: a (B)(6) man with a basal ganglia hemorrhage was found on his 9th hospital day, to have multiple right upper and middle lobe pulmonary artery emboli (pe). Because of his recent hemorrhagic stroke, anticoagulation was contraindicated. The following day, an optease ivc filter (composed of nitinol, a nickel-titanium alloy) was positioned in the infrarenal segment of the inferior vena cava (ivc) without complication. Seven days later, the abrupt onset of nonsustained ventricular tachycardia (nsvt) (up to 12 beats at a rate of 150 beats/min) was noted. Intravenous amiodarone was initiated without suppression and subsequent trans-thoracic echocardiogram (tte) revealed embolization of the ivc filter to the right ventricle (rv). Later that afternoon fluoroscopy confirmed device migration (figure 2). The filter was eventually removed via use of a guidewire loop. Repeat tte revealed new severe tricuspid regurgitation. Two days later an eclipse ivc filter (also composed of nitinol) was placed in the infrarenal ivc. Eighteen months later, the patient has had no recurrence of nsvt or pe and his tricuspid valve regurgitation is being clinically followed.

Manufacturer narrative:
Report a case of embolization of the ivc filter to the right ventricle 7 days after filter placement. Peters et al inferior vena cava filter migration to the right ventricle causing non-sustained ventricular tachycardia: a (B)(6) man with a basal ganglia hemorrhage was found on his 9th hospital day to have multiple right upper and middle lobe pulmonary artery emboli (pe). Because of his recent hemorrhagic stroke, anticoagulation was contraindicated. The following day, an optease ivc filter (composed of nitinol, a nickel-titanium alloy) was positioned in the infrarenal segment of the inferior vena cava (ivc) without complication. Seven days later, the abrupt onset of non-sustained ventricular tachycardia (nsvt) (up to 12 beats at a rate of 150 beats/min) was noted. Intravenous amiodarone was initiated without suppression and subsequent trans-thoracic echocardiogram (tte) revealed embolization of the ivc filter to the right ventricle (rv). Later that afternoon fluoroscopy confirmed device migration. The filter was eventually removed via use of a guidewire loop. Repeat tte revealed new severe tricuspid regurgitation. Two days later an eclipse ivc filter (also composed of nitinol) was placed in the infrarenal ivc. Eighteen months later the patient has had no recurrence of nsvt or pe and his tricuspid valve regurgitation is being clinically followed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible causes for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, "sail" effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning and in patients who were in a dehydrated state when the filter was placed and have since re-hydrated thereby expanding the diameter of the vena cava. There is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event.